Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. No parts were replaced. The medtronic representative also reviewed with the staff and the physician proper registration techniques, image specifications, adding instruments to procedures/checking equipment, and barriers to navigation such as artifact from metal objects. The physician was then pleased with the registration and accuracy of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the physician was having difficulty registering. The registration was reportedly not working correctly as it would collect points slowly for 5 minutes and would not register on the left. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: a software analysis was completed. It was determined that the behavior described is the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.